Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 22/apr/2019 a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, weight to the spec, crease fold, wear abrasion, red particles. A microscopic analysis was performed which identify crease sharp on radius side and non-penetrating nicks (stress marks). Based on the device analysis the final assessment is: a crease sharp on radius side due to fold flaw opening. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.